Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon further inspection the unit the reported event was confirmed reported event finding play in the control knob due to stretched wire affecting angulation. It was also noticed the biopsy channel leaking, the distal sheath cracked, also the lg tube buckles. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera ii ultrasound gastrovideoscope has a loose knob. Upon inspection and testing of the customer returned device, it was observed the light guide (lg) cover adhesive peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the light guide cover glue peeling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.